Event description:
Info received indicates during a preventive maintenance check, the technician found when emergency trendelenburg was activated the bed would not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to a sticking emergency trend valve. He replaced the trend valve. He replaced the trend valve and the bed functioned to design specifications.